Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted in the patient and procedure images were not provided; therefore, the alleged event cannot be confirmed. The instructions for use (IFU) identifies thrombus as potential complication associated with use of the device.

Event description:
It was reported that the fred was implanted to treat a large aneurysm at the c3 segment of the ica. After the implantation of the stent, a little clot formed, medication was applied to the patient, and the procedure was completed successfully. There was no reported injury to the patient and their condition was reported to be "no health damage."